Event description:
It was reported that the target lesion was a restenosis located in the proximal right coronary artery (rca) with mild tortuosity, no calcification and 90% stenosis. After engaging a 6f non-abbott guiding catheter, the balance middle weight (bmw) elite ii guide wire was advanced. However, the tip of the guide wire entered into a side hole of the guiding catheter. An attempt was made to remove the bmw elite ii guide wire out of the side hole, but it became stuck inside the side hole and could not be removed. Therefore, the guide catheter and the bmw elite ii guide wire were removed from the anatomy as a single unit. Outside the anatomy, an attempt was made to separate the bmw elite ii guide wire and the guiding catheter, but was in vain. A new guide catheter and a new bmw elite ii guide wire were used to complete the procedure. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.